Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received of an 840 ventilator with an erratic display. The ventilator was not on a patient at the time of the event. The evaluation and repair of the ventilator is yet to be completed.

Manufacturer narrative:
Covidien ref# (B)(4). The evaluation and repair of the device has been completed. Customer reported having replaced the graphic user interface (gui) printed circuit board (pcb) and covidien engineer uploaded the operation software. The unit passed all testing and operates within the manufacturing specifications.